Event description:
Rn states that 4 bands were deployed and when the 5th band was deployed the ligator unit (without the containment sheath) detached from an unknown model olympus scope and remained in the patient. Doctor could not retrieve it. The pt has since passed the part.